Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument (pn: 480422-01 // ln: m90200602 0285) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The grip force test was performed and passed. No failures were found during log review. Root cause is no problem detected. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and found no other issues related to this product. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. The suspect vse instrument was last used in said procedure. The vse instrument pn: 480422-01 // ln: m90200602-0285 // sn: (B)(4) is a single use item and it was recorded as being used during this procedure. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. An isi advanced failure analyst (afa) engineer conducted a log review and found that the vse instrument was used for about 2 minutes across the entire procedure. The instrument was initialized twice and two energy activations were recorded before each successful cut. The first and third energy activations were not auto-stopped and were likely too short to be a full seal cycle. The second and fourth energy activations were auto-stopped and lasted about as long as a typical seal cycle with the erbe generator. There were no instrument errors recorded and nothing in the logs point to an instrument issue. While it was reported that there was 150 cc of unexpected blood loss after the failed attempt at sealing a vessel with a vse instrument which resulted in unplanned medical intervention of the surgeon applying pressure with a cigar gauze for seven minutes to control the bleeding, the amount of bleeding does not meet the threshold of a reportable event. Additionally, the bleeding was coming from a vessel of a lobe that was planned to be removed as part of the planned surgical procedure and the bleeding was on the specimen side, versus the patient side which had a clip and didnt require additional intervention, and is also not considered a reportable event. However, the generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. It was reported that the vessel sealer instrument allegedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. At this time, the root cause of the reported issue is unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the vessel sealer extend instrument had insufficient seal. The procedure was completed with no reported injury. On 09-feb-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the console surgeon regarding the reported event: during a da vinci-assisted pulmonary wedge resection procedure on a (B)(6) year old female patient, a vessel sealer extend (vse) instrument had an alleged insufficient seal as the surgeon was attempting to seal a small vessel off of the branch of the pulmonary artery (pa). The surgeon was toward the end of dissection and he was working with a posterior ascending vessel that was well under 7 mm in diameter. The surgeon reported that his usual practice is to clip both sides of the vessel then use the vse in the middle to seal and cut the vessel. However, due to patient anatomy and proximity to the lobe that was being removed as part of the planed surgical procedure, the surgeon was only able to put a clip on the patient side of the vessel, not the affected specimen side. The surgeon performed a, quick seal, it burned with a very short coag, then cut with the vse instrument after proper and expected audible system tones were heard during the sealing cycle (long continuous tone while pedal was pressed with three fast audible beeps when the sealing cycle completed). Due to patient anatomy, no tissue effect or smoke was observed but expected charring was observed. As the surgeon cut the vessel, there was some unexpected bleeding following the cut. The surgeon applied pressure with a cigar gauze for seven minutes to control the less than 150 cc of bleeding for which there was no blood transfusion required. No other additional medical intervention was required because the bleeding had stopped. The bleeding was coming from a vessel of a lobe that was planned to be removed as part of the planned surgical procedure. The procedure was completed with use of a backup instrument and no reported patient harm or injury. The patient was reported as doing well and there have been no reports of post-operative complications.